Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, and resuming insulin.